Event description:
Additional information received from the customer indicated that the patient did not go under general anesthesia and was awake during the procedure. The procedure was completed without any complications. The patient did not suffer any serious injury or adverse effects from the prolonged procedure. This event was initially conservatively reported as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes; however, additional information was received from the customer that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported, and other findings would not be likely to cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was reported cysto-nephro videoscope displayed "staticy mountains." This occurred during cystoscopy procedure which caused a prolongation of procedure for 30 minutes or greater, with patient under sedation. The procedure was completed with a backup device. There were no reports of patient or user harm.